Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the surgeon reportedly didn¿t use the higher concentration drug delivered and instead used the old drug from the old pump that was transferred to the new pump. 9ml of dilaudid with clonidine had been transferred. The drug sent from the pharmacy was a higher concentration and therefore was not used. The surgeon reportedly sent the drug from the pharmacy to the patient¿s managing health care provider (hcp). Per a procedure note provided, after the new pump and catheter were placed, the hcp noted that considering the patient was ¿most likely not getting any intrathecal drug in the past¿ (refer to manufacturer report # 6000030-2014-00153 for the event related to the patient not getting drug in the past), she was started on a very low dose. The dose was noted to be as low as possible, 0.2mg/24 hour dilaudid dose. The pump was then programmed after discussing the ¿whole matter¿ with the patient¿s managing hcp. It was unknown to the hcp if the issue had been resolved or how the patient was doing now. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported the health care provider who removed the remaining drug from the old pump to put in the new pump thought it was too much medication. Another health care provider was ¿angry¿ the lower concentration medication ordered was not used because it was ¿obvious¿ it was the right thing to do.

Event description:
Additional information received reported that the patient stated that the healthcare professional (hcp) ordered a less concentrated drug to be put into the new pump but the manufacturer¿s representative took old drug and put in the new pump instead and called the hcp during surgery to discuss. The patient said the hcp told the manufacturer¿s representative that ¿it must be put at a drizzle not a continuous dose or the patient would die.¿ the patient has met with the hcp every 2 weeks since pump replacement to change pump dose. According to the patient ¿had enough drug to last until (B)(6),¿ and normally refills were only every 2 months- in regard to how much drug is being delivered. The patient reported dissatisfaction with the manufacturer¿s representative service. The manufacturer¿s representative ¿screwed up in surgery with the pump drug,¿ never delivered a personal therapy manager (ptm) at pump replacement, and had been difficult to get a hold of by phone.

Event description:
It was reported that the drug in the new pump was too high of a concentration. The physician was concerned about the high dose of clonidine in the mixture. The managing physician had ordered a different concentration however, the surgeon decided to move drug from the old pump to the new pump. The two physician¿s further discussed the issue. Therefore, the new pump needed to be put on minimum rate mode until this issue could be sorted out. The patient was to be refilled within the next week or two. It was later reported that the pump reportedly now had clonidine and dilaudid at 500 micrograms per milliliter (mcg/ml) and 8.5 mcg/ml. The pump was primed and the switched to minimum rate as the managing physician wanted to titrate up slowly to an effective dose as the patient¿s previous catheter was not patent (see manufacturer report #6000030-2014-00153). The patient was on oral medication to manage the pain. No further information was available despite attempts to contact the physician. Should additional information be received a supplemental report will be filed.